Event description:
It was reported that bd alaris smartsite pump infusion set was occluded. The following information was received by the initial reporter with the following verbatim. It was reported by a customer that they could not move fluid through the bd extension and there must be a malfunction.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
No additional information.

Manufacturer narrative:
Correction: (d) revised gtin; device expiration date is unknown. (H) device manufacture date is unknown . Additional information: (h) attached medsun. Investigation results: due to no sample being received, an investigation could not be performed, and a root cause could not be determined. No product will be returned per customer. No investigation was performed.